Event description:
During a coil embolization of an aneurysm of the left internal iliac artery with a vessel that was not calcified and mildly tortuous, while placing the fist orbit complex fill 5x15 coil (637cf0515/ 15195839) into the target aneurysm, the coil migrated distally. When the physician tried to pull it back into the transit microcatheter (details unknown), the coil became unraveled and while manipulating the coil, the coil eventually fracture and separated. A snare was delivered to re-capture the coil and the physician was able to retrieve the coil in its entirety. The product was replaced with a new coil of the same size (lot# unknown) which was successfully placed in the target aneurysm. Afterward, while the physician was placing the third orbit mini complex fill 4x10 coil (637mf0410/15178883), the coil mass migrated distally. When he tried to pull it back into the microcatheter, again the coil became unraveled. While he was manipulating the coil, again, the coil fracture and separated. A snare was delivered to re-capture the coil and he was able to retrieve the coil in its entirety. However, this caused the 2nd coil to migrate out of the aneurysm and travel distally. Considering the risk of retrieving the coil mass by using a snare, decision was made not to retrieve the 2nd coil. The procedure was completed with no patient injury. The physician noted that the procedure was conducted in accordance with the (IFU) instructions for use and constant flush had been maintained. Both the first and the third coils will be returned for analysis. There were no complaints against the microcatheter, or kinks that may have contributed to the event.

Manufacturer narrative:
During a coil embolization of an aneurysm of the left internal iliac artery with a vessel that was not calcified and mildly tortuous, while placing the fist orbit complex fill 5x15 coil (B)(4) into the target aneurysm, the coil migrated distally. While further manipulating the coil, which was still attached to the delivery system, the coil unraveled eventually fracturing & separating when it was pulled back. The entire coil was retrieved with a snare. This was followed by successful placement of another same size coil. However, when placing a third coil orbit mini complex fill 4x10 coil (B)(4), the coil mass migrated distally. When he tried to pull it back into the microcatheter, again the coil became unraveled. While he was manipulating the coil, again, the coil fracture and separated. A snare was delivered to re-capture the coil and he was able to retrieve the coil in its entirety; however, the second coil moved out of the aneurysm. The physician noted that the procedure was conducted in accordance with the (IFU) instructions for use and constant flush had been maintained. Both the first and the third coils will be returned for analysis. There were no complaints against the microcatheter, or kinks that may have contributed to the event. A balloon or stent remodeling product was not used during the procedure. During insertion or any other time, no resistance was met. No further information or procedural images are available. One non-sterile trufill dcs orbit was received coiled in a plastic bag, the hypotube and support coil were found bent. The embolic coil was not received, no other anomalies were noted. The gripper and support coil were found outside the introducer. The gripper was inspected under a microscope and it was noted that a small part of the embolic coil (head piece and some loops) was still attached to the gripper. The gripper presented no damages. The soldered section between headpiece and the coil loops was not fractured, indicating that the solder had a good adhesion to the headpiece. The rest of the embolic coil was not received. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Due to the nature of the complaint and condition of the returned device, the reported positioning difficult and movement out of the aneurysm could not be evaluated with analysis of the device. The coil was not received; therefore, the reported unraveled coil could not be evaluated. The reported coil fracture was confirmed. The root cause of this event could not be conclusively determined; however, based on the analysis and the device history records, there is no indication of any manufacturing defect or anomaly contributing to the event. Although based on the lack of information, no definitive conclusion can be made, procedural factors including vessel/target site characteristics including aneurysm neck size along with placement technique and device sizing may have contributed to the reported events. Inspections are in place to prevent these types of damages leaving from the facility; the device history records indicate that the product met specifications prior to shipment. Therefore, no corrective actions will be taken at this time. The procedure was coil embolization assisted with the enterprise vrd ((B)(4), lot# unknown), and the target aneurysm was located in (ic) internal carotid artery. The vessel was moderately tortuous. The level of calcification was unknown. No further information was provided. This is 1 of multiple products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00462, 1058196-2011-00463, and 1058196-2011-00464.

Manufacturer narrative:
Concomitant medical products: transit microcatheter, snare device, parent (3fr, str) guiding catheter (mediki), and dejavu guidewire (cordis). A balloon or stent remodeling product was not used during the procedure. During insertion or any other time, no resistance was met. Other product used consisted of parent (3fr, str) guiding catheter (mediki) and dejavu guidewire (cordis). After the product was removed from the patient, other than the reported event, no other damages were noticed on the device. The microcatheter is not going to be returned for analysis. A cd copy of the procedure is not available. No further information was available. The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is 1 of multiple products used during the same procedure on the same patient, which is associated with MFR report 1058196-2011-00462, 1058196-2011-00463, and 1058196-2011-00464.